Event description:
Blood glucose measured 79 mg/dl and customer was not responding so her husband treated her with honey and cookie. It was stated customer performed a back to back test which resulted in a hi within 10 minutes. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.